Manufacturer narrative:
Information confirmed by the customer that the tube has since been replaced and the sample is currently in transit to the manufacturing site for analysis.

Event description:
The company received a report where it was claimed that the cuff burst during patient use. The caller reported that the tube was the replacement tube utilized for the first occurrence reported in MFR# 2936999-2010-00079. The caller reported that the tube was not immediately replaced because, they did not have another replacement on hand.